Event description:
It was reported that a flogard infusion pump cannot turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition was confirmed. The cause of the reported condition was blown fuses which prevent the battery from charging. In order to resolve the issue the fuses and the battery were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.